Manufacturer narrative:
Investigation results were made available. Concomitant medical products: ref#: 01.00181.460, lot#: 2345941, name: metasul® ldh®, head, 46, code l, taper 18/20. Ref#: 01.00185.145, lot#: unknown, name: metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20. DHR review : the quality records indicate that these components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Review of event description: according to the received information, the patient was revised after approximately 11 years and 1 month in vivo due to metallosis. Intraoperative pictures, the revision report and/or histological examination results that could potentially confirm this situation were not received. Review of received data: review of surgical reports: surgical report of implantation, dated (B)(6) 2006, (B)(6): the report was received in french, translated to english and the relevant information is summarized below. Diagnostic: significant protrusion coxarthrosis, right hip. The indication refers to a letter to dr (B)(6) from (B)(6) 2006, which was not received. Procedure: the hip joint is opened. It is not possible to dislocate the hip. The femoral neck is cut and this allows removing the femoral head. This shows no cartilage coverage. The acetabulum is exposed. There is a voluminous osteophyte on the postero-inferior part which is resected. The acetabulum is prepared with rasps up to size 52. Other osteophytes at the back of the acetabulum are resected. A durom cup, size 52, is impacted with 40° inclination and 10° anteversion. The cup fits perfectly. The proximal part of the femur is exposed. A supplemental resection of the femoral head is made and then the medullary canal is reamed to size 10. A reduction can be done with a trial short adapter. A cls stem size 10 is impacted and the hip is reduced with a metasul ldh head and a size s adapter. The hip is perfectly stable. There is no dislocation tendency. X-rays: a pelvis ap x-ray and a lauenstein x-ray of the right hip taken on 14 dec 2014 are at hand. The x-rays were received as photographs of the originals. They show a durom cup and ldh head implanted on the right side. The pelvis overview exhibits some zones with radiolucency around the cup. There seems to be an inhomogeneous bone structure in the proximal femur region on the lateral and medial side of the stem. The cup inclination was measured to be approximately 60°. Determination of the cup¿s anteversion/retroversion angle is not possible on planar x-rays. The lauenstein view shows radiolucent gaps in the proximal femur region on the anterior and posterior side of the stem. Devices analysis: visual examination: the durom cup shows damage from revision surgery in the form of scratches, dents and polished areas. There are some bone attachments visible on the anchoring side of the durom cup. The titanium vacuum plasma spray coating reveals some small slightly polished areas. On the articulation surface of the cup numerous fine scratches and some coarse scratches are visible. The latter can be attributed to revision surgery. On the rim of the cup and the adjacent spherical calotte areas with spots and spots forming a line can be observed. The articulation surface was inspected with the low power microscope (leica mz16 a, eq ID: wnt-03-rsr-540-151663). In one region, an area with parallel scratches can be observed on the spherical calotte just below the bevel. Their origin stays unknown. On the articulation surface of the metasul ldh head a partial borderline between the loaded and the unloaded area is visible. Close to this borderline an area with organic deposits can be seen. In a small region of the head several spots can be observed. The head adapter and the metasul ldh head are still assembled. On the inner surface of the head adapter surface changes due to fretting corrosion were found in the contact area. Two marks can be observed in the proximal region of the contact area. Their origin stays unknown. Wear measurement: the wear measurements of the articulation surfaces of the metasul ldh head and the durom cup were carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value for the head is 11.1 m which results in an annual wear rate of 1.0 m. For the cup a clear wear zone could not be identified and therefore a wear value could not be determined. However, the measured diameter is still within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found [1]. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing [1]. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary according to the received information, the patient was revised after approximately 11 years and 1 month in vivo due to metallosis. Intraoperative pictures, the revision report and/or histological examination results that could potentially confirm this situation were not received. The anchoring side of the durom cup shows some bone attachments as well as some small slightly polished areas. The latter could possibly point to a beginning of cup loosening. This could be in alignment with the pelvis x-ray, taken approximately 11 months before revision that exhibits some zones with radiolucency around the cup. In this x-ray, the cup inclination angle was measured to be approximately 60°. Considering the implantation report which indicates that the cup was impacted with an inclination of 40°, it could be assumed that the cup¿s position potentially changed over time in vivo. However, as the complete x-ray follow-up is not at hand, the condition of the bone, the position of the cup after implantation and how it might have changed over time in vivo stays unknown. This issue is known and addressed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. References: [1] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120. [2] kubacki gw, sivan s, gilbert jl, electrosurgery induced damage to ti-6al-4v and cocrmo alloy surfaces in orthopedic implants in vivo and in vitro, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.06.015 zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did receive x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 code l on the right side on (B)(6) 2006. The patient was revised on (B)(6) 2017 due to metallosis.